Event description:
It was reported that a leak was found on the non-baxter catheter, proximal to the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The titanium adapter was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.